Event description:
Pt went to hosp due to high blood glucose - they experienced heart palpitations and tested 4+ ketones. Pt was treated for a mild heart attack - they received insulin, nitroglycerin, and a blood thinner.